Event description:
A medtronic representative reported that the site has a vertek arm that will no longer tighten. This was not discovered during surgery and has not impacted any cases.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Evaluation of this device has not been performed as of the date of this report. While this issue had no impact on a patient, it is being reported due to the possibility of it happening during a case without being noticed, which could cause incorrect navigation.